Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 18.6, hardware: iphone15.4, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level was 400 mg/dl and then rose to greater than 600 mg/dl while wearing the pod on their arm for between 4 and 24 hours. The patient was experiencing high bg levels and vomiting. The patient reported they changed the pod and gave injections which helped some but ended up over 600 mg/dl, requiring a visit to the emergency room (ER). The patient reported that on (B)(6) 2025, they sought medical attention. While at the ER, the patient was diagnosed with diabetic ketoacidosis, and was treated with fluids, nausea medication, and intravenous insulin. The patient was discharged on (B)(6) 2026.